Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was working and had to walk on hard concrete and go through an electrical building with high voltage, through metal detectors. They were getting a weird response, to sharp shocks, stating that it felt like a pinch. Their whole right side would get pain that they couldn¿t explain. It felt like someone hit her with a bat on their back. They felt a power surge and felt like they were getting zapped. By the time their shift was over, they were in crazy pain. They noted that they had to go through those buildings three times at night and her body would twinge from the device all the way up to their neck. Their right arm felt like it weighed 50 pounds. This totally wore them out. They noted that they took 6,000 mg of ibuprofen and aspirin and it didn¿t touch their pain. They were told be a pharmacist to take an antihistamine, so they took 50 mg of benadryl. They didn¿t know if that helped the pain, or just made them sleep. They noted that they would have sharp pain all the way down their right leg. There was also a sharp pain in their neck, down their underarm, to their third finger. They couldn¿t sit or stand and was miserable. When they laid down, it would calm down, but it was torture to walk. Their muscles were tight and sore. It also felt like their nerves were inflamed. All they wanted to do was sleep because they were so sore. It was noted that they had the flu two weeks prior to the report and got dehydrated pretty bad. The vomiting stressed their system out. They wanted to know if the dehydration would affect the device. It was noted that they didn¿t want to shut off the device when going through detectors or buildings because they were afraid of having accidents. They didn¿t want their employer to know about their problem. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.